Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed unexpected restart. The customer was unable to use the button. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with an unexpected restart error alarm after a battery change due to a broken solder joint on the interface board. The pump had intermittent button response due to corroded keypad traces. The pump passed the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump had a cracked case at the display window corners, a cracked reservoir tube, and minor scratches on the display window.